Manufacturer narrative:
Additional information: it is reported there was known to be a hole in the balloon as when pulling back the plunger blood was also observed. The device was safely removed from the patient intact and without requiring intervention. A new pacific plus was used to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the pacific plus pta catheter. The data printed on the y-manifold is consistent with the shelf carton and the reported event. Examination of the balloon chamber revealed sanguine residue within the chamber indicating communication between the inflation lumen and the sanguine environment. A 20cc water filled syringe was attached to the proximal hub luer lock on the y-manifold and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.018¿ guidewire was loaded with ease through the distal tip and navigated out the proximal hub with ease. A 20cc water filled syringe was attached to the inflation lumen luer lock on the y-manifold and pressurized lightly; a pinhole leak was noted at the proximal end of the balloon chamber. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a pacific plus pta balloon to treat a slightly calcified, non tortuous lesion in a distal artery. The artery diameter was reported as 3mm. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. No embolic protection was used. The device did not pass through a previously deployed stent, no resistance was encountered nor excessive force used on advancing the device to the target lesion. It was reported that during inflation, the device burst. All fragments of the balloon were reported to have been retrieved. A new balloon was used to complete the procedure. No patient injury was reported.